Event description:
It was reported that the programmer shut down several times. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of the unit shutting down through observation of numerous system errors in the logs. The hard drive was reconfigured and the software reloaded. Analysis also noted that both keyboard hinges were broken and therefore they were replaced and the keyboard installed. (B)(4).